Event description:
Baxter svc ctr reports leak in cassette of homechoice set used for automated peritoneal dialysis therapy. The home pt received a system error 2240 alarm during treatment on homechoice device. The home pt noted cassette was defective, but did not note what was wrong with cassette. According to the home pt, treatment was ended at the time of alarm, and no pt injury associated with this report as per home pt.